Manufacturer narrative:
"Two years ago". The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same as case#: 2134265-2009-00842, 2134265-2009-00841. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesion being treated was located in the right coronary artery (rca). The patient had three unknown size taxus express2 drug eluting stents implanted in the rca at a different facility. Two years post the initial stenting procedure, the patient presented with chest pain. The patient had stopped taking plavix less than two weeks prior to the event. Thrombus was identified in the previously placed stents located in the proximal rca. The thrombus was treated with anticoagulation, aspiration, and the deployment of a bare metal stent. The physician also commented that he felt the previously placed stents were undersized relative to the native vessel, but ivus was not performed to document this. Patient status reported as "stable with good lv function".